Manufacturer narrative:
The customer reported that an out of box error or warning- "pads data" warning. Used a 2nd set of pads and AED worked as designed. Advised pads will be replaced under warranty. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported a out of box error or warning- "pads data" warning. The reported event did not occur during patient use.